Manufacturer narrative:
H2: please see section d9 for when the device was available for analysis. H2-h6: the computer, product ID: 9735764r, lot: 2604f05037, was returned to medtronic for analysis. Through analysis, the computer powered on when power was applied. After multiple power cycles, no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-digital visual interface (dvi), high-definition multimedia interface (hdmi) and displayport (dp) all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing. The computer was fully functional. Codes b01, c19, and d14 are applicable to the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying no video detected on either monitor. Troubleshooting was performed, when the user turned on the system it was getting to the log in screen. Technical services (ts) had her touch the monitors soft keys and the monitor did not turn off on the main cart or camera cart. The camera cart said no connection and would not display the software as well on friday but today it displayed the software on both screens. Ts had her restart the system three times and all three times the issue did not appear. User stated that she did not move the system to a different outlet when this happened previously. At this time user was unable to replicate the issue. Ts informed user that this may or may not happen again and we would just have to wait. The system could just not have had enough power where it was plugged in at or it was possible the computer might be starting to go. At this time the issue was unclear on why it o ccurred. No patient was present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735764r h3: a medtronic representative (rep) went to the site to test the equipment. Testing revealed that the system initially booted up no rmally. While booted, the system was unable to recognize the keyboard when plugged into any of the three usb ports on the main cart. The system became unresponsive. The rep rebooted the system and upon booting the main cart monitor showed error "no video detected." The camera cart gave "unable to connect" followed by "no source signal" and finally "no video detected." They checked the back of the computer and the lights were standard. After a reboot of the computer the issue persisted. They then performed another hard reboot and was able to log in on the main cart and noted the system looked normal and functioned as intended. The suspected cause was the computer. H6: b01, c10 and d1501 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.